Event description:
Inaccuracy. Compared meter readings against another meter and got different results. Analysis run on clark error grid using mean average reading - competitive meter (428) as reference point vs. Bd readings (36) yielded some data points in the e range the grid, outside acceptable limits.